Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer rebooted the device, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, july 25, 2022, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 and 4.2 not detected on bus in medication application. A field service engineer (fse) removed the back panel and checked for any non-functioning light emitting diode (led) lights, all of which were on. After shutting down the device, the fse found the pyxibus cable partially seated on the module¿s pyxibus controller board. The cable was reseated, and the device was restarted. The drawer was then successfully detected on the bus. The system functioned as intended after the field service engineer repaired the device.